Event description:
It was reported that this patient presented to the emergency room (ER) as the right ventricular (rv) lead exhibited loss of capture (loc). A chest x-ray was performed, and the lead appeared intact. In addition, all other measurements were within normal limits. The physician suspected the loc was due to a metabolic issue, and a temporary pacing lead was placed. After, the patient recovered and wasn't acidotic, loc was still observed. Subsequently, a revision procedure was performed. The rv lead was repositioned. No additional adverse patient effects were reported.